Event description:
A group of falsely elevated hb1c results were obtained on patient samples. The patient results were reported to the physician who questioned the results. The same sample was run on the same instrument with a new reagent well set and lower results was obtained consistent with physician expectations. There is no indication that patient treatment was altered or prescribed on the basis of the falsely elevated hb1c results. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data has been conducted but the cause of the falsely elevated hb1c results is unknown. The falsely elevated results were all obtained during the use of one reagent well set of the flex reagent cartridge. The issue appears to be an isolated instance as subsequent qc with a new reagent well set gives results within laboratory ranges.